Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that patient¿s implantable neurostimulator (ins) was not charging, and the last time they felt stimulation was about a week and a half prior to the report when the ins battery died. The reposition antenna screen appeared on the recharger and the poor communication screen appeared on the patient programmer (pp). It was noted that the ins was not charged because the patient¿s mother in-law was in the hospital and they have not been home. The antenna was repositioned over the ins, but the issues did not resolve. In the end, the patient was directed to their healthcare professional (hcp) to address the issues reported. There were no further complications reported or anticipated.